Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery coin slot, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there are unable to remove the battery cap. The blood glucose reading is 298 mg/dl. The insulin pump will be replaced. Nothing further reported.